Manufacturer narrative:
System manufacturing records were reviewed and found no issues which would contribute to this event. This MDR has been submitted because during set-up the robot arm experienced a downward drift movement without external force. An initial investigation assessment report confirms that the hand guide buttons were stuck in a pressed state at the time of the reported event, causing the robot to remain in the hand guide operational state. No patient harm was reported. This MDR is being submitted because recurrence of this malfunction could potentially result in serious injury.

Event description:
It was reported that at the start of the procedure, the robot arm was aligned to the psm and retracted. The robot arm then began to drop downward without any external force applied. To address the issue, the arm was stowed, the user logged out, and a new procedure was started. After following the normal workflow of the procedure, the arm was unstowed without further evidence of downward motion, and the case proceeded successfully. There was no reported patient injury associated with this event. Attempts to gather additional patient demographics were unsuccessful.